Event description:
A malfunction alarm on the pump was reported. There was no adverse impact to the customer's blood glucose level. Initially, technical support assisted the caller with resetting the pump, and the malfunction did not recur. The customer was advised to continue using the pump and to report any future malfunctions.